Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced redness and swelling over their ipg site. The patient was given oral antibiotics and the redness and swelling was resolved. No further action will be taken. The cause of the infection is unknown.